Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the complaint the v-go fell off could not be confirmed.

Event description:
The patient reported that her v-go fell off after wearing it for about 12 hours. She put it on at about 9am on (B)(6) 2019 and it fell off at about 9pm on (B)(6) 2019. She wore it on her abdomen. She could not give any particular reason why it fell off.